Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging an issue with the subject meter. The reporter claimed that it was hard to read the test strips making it hard to manage glucose. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.